Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2015. Patient experienced severe low blood glucose levels and was taken to the emergency room. Patient reported that the cgm displayed a value of 190mg/dl and the bg meter displayed 70mg/dl. At the time of contact, patient was in good condition. No additional event information was reported. The receiver data log was reviewed on (B)(4) 2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2015. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected; however, a review of the downloaded receiver log confirmed the reported event of inaccuracies. Additionally, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5208346), being used with the receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A root cause could not be determined.

Manufacturer narrative:
(B)(4).